Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified IV solution. The cair clamp was being used to regulate flow. After an unspecified length of time in use, it was reported that, "the rate changes to flush without being touched." There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.